Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. This s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. It was noted that the patient experienced pain and other symptoms. This s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
(B)(6) 2024 - added description of patient symptoms and corresponding codes. (B)(6).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. It was noted that the patient experienced pain and other symptoms. This s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.

Manufacturer narrative:
Correction to lot/serial number.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of noise. It was noted that the patient experienced pain and other symptoms. This s-ICD system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for further investigation.